Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to infection. A new lead was implanted for temporary pacing support. Also, this rv lead was damaged during extraction. The lead is not available for return and no additional adverse patient effects were reported.